Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, b5, e1, e2, e3, g2, g3, g6, h1, h2, h11 evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during unknown timing on 16 june 2024, device had bent screen and blades won't properly set. There was a patient involved but no harm or impact reported. Due diligence complete.

Event description:
It was reported that during unknown timing on an unknown date, device had bent screen and blades won't properly set. There was unknown patient involvement or impact. Due diligence in process. No additional information available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: canada. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h6, h11. Review of the most recent repair record identified the following related repair: tech confirmed the unit's comb was damaged and replaced it. The unit was tested, calibrated, and returned to the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.